Manufacturer narrative:
Date of event was approximated to 09/01/2021 as no event date was reported. The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two pneumatic inflators used during the same procedure. It was reported to boston scientific corporation that two pneumatic inflators were used in the esophagus on an unknown date. During the procedure, it was noted that the pump does not start at 0, and when inflated the pump does not go all the way up. The same problem was noticed on the second pneumatic inflator. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block b3: date of event was approximated to (B)(6) 2021 as no event date was reported. Block d4, h4: the complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. Block h6: device code a0902 captures the reportable event of inflation device reading inaccurate. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two pneumatic inflators used during the same procedure. It was reported to boston scientific corporation that two pneumatic inflators were used in the esophagus on an unknown date. During the procedure, it was noted that the pump does not start at 0, and when inflated the pump does not go all the way up. The same problem was noticed on the second pneumatic inflator. The procedure was completed with another pneumatic inflator. There were no patient complications reported as a result of this event. Additional information received on october 19, 2021. The procedure was not able to be completed as the two inflators did not work.